Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 600 mg/dl on (B)(6) 2018. The time of the incident is 2:00 pm. Customer did not have symptoms. Blood glucose value when admitted to hospital was 600 mg/dl. Customer blood glucose reading for time of the incident was 600 mg/dl. Customer current blood glucose reading was unknown. Customer did used the insulin pump with 48 hours. Customer was treated at the hospital .the names of the hospital (B)(6) hospital. The reporter name is dr (B)(6) and customer. The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. Customer reports site is changed every 2/3 days as per IFU and cdc guidelines. Customer did not perform hp test. Products will not be returning for analysis.